Event description:
It was reported a catheter revision had occurred due to catheter complications. The pump portion of the catheter was replaced and the spinal portion was left in place. The pump had normal saline in it and the healthcare professional (hcp) chose not to change the drug out in the or (operating room). No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# n22135a, implanted: (B)(6) 1995, product type: catheter. (B)(4).